Event description:
Baxter france reported "dialysate leak at the homechoice door level". Per baxter france, the patient discontinued treatment and reset with new supplies at the time leak was noted. Per baxter france, no patient injury or medial intervention was associated with this incident.